Event description:
Upon a follow-up performed on (B)(6) 2013, several episodes with atrial and ventricular noise were stored in the implant memories. However no issue was observed related to lead parameters. Oversensing could not be reproduced by different provocative tests. As far as the pt could remember, she denied the use of any electrical equipment at the time of the events.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis pending.